Event description:
A dreamstation 2 advanced auto CPAP device was returned to a third-party service center for evaluation with allegations of a service required message. During the evaluation of the device, the service technician observed a burned pca. The device was forwarded to the product investigation lab for further evaluation. If any additional information is received, a follow-up report will be filed.